Manufacturer narrative:
The subject device was not available. No lot info is available. Cup separation is typically the result of exerting a twisting motion to the device. The device is designed to withstand 20 kg of pull force based on current obstetrical literature indicating 98% of vacuum assisted deliveries are achieved with less than 13.5 kg of pull force. The device should never be actively twisted to rotate the head as fetal injury may occur.